Event description:
It was reported that the pump battery depleted too fast, resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.